Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that the cause of the settings changing from program 7 to 3 was undetermined. The patient at first thought it was the program. All programs were checked out and only 2 and 6 are functional.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the therapy worked great for a couple of weeks and then they started noticing a decrease in symptoms. Patient started noticing they couldn't make it to the bathroom again as their symptoms came back. Patient is wearing 2 depends and 3 pads because they cannot get to the restroom sometimes. Patient said they went into the therapy and it was on program 7 and they didn't change programs but when they checked again it switched from program 7 to program 3. The patient was redirected to their healthcare provider to further address the issue. Patient has an appointment with their urologist on thursday at 3:40 pm. Email sent to field staff. Patient requested a carrying case to be sent to them as they did not receive the alternate

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. B3: date is approximate. Year is confirmed valid. B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They repeated that the cause of the settings changing from program 7 to program 3 was not determined. The patient stated the issue could have been caused by scar tissue/defective device/unknown. In an attempt to resolve the issue, the patient stated that two physician's assistants, a manufacturer representative (rep), and their healthcare provider (hcp) tried to get the programmer working properly. The patient stated it was not working correctly and the issue had not yet been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.